Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had high impedances on left contact. It is unclear if the high impedances were present on the lead extension or the ipg. As a result, surgical intervention took place on (B)(6) 2025 wherein both the left lead extension and ipg were explanted and replaced to address the issue.